Manufacturer narrative:
Concomitant medical devices: sedr01 ipg, implanted (B)(6) 2013.

Event description:
It was reported that a warning triggered due to low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additional reported that the rv lead exhibited high thresholds and undersensing. Also, the right atrial (ra) lead exhibited high thresholds and high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.